Event description:
It was reported that during a laparoscopic gastric bypass procedure, retracted twice and the knife blade retracted and device locked out. The distal portion of staple line did not form. It was the fifth firing w/gold load. No patient consequence.